Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the revision surgery, the implant box was opened and found 54mm size 20mm dia trabecular augment instead of liner. Outside packing was undamaged at the time of implant opening.

Manufacturer narrative:
Reported event was investigated using photos provided by customer. Visual examination of the three provided pictures identified the following: a carton box with a label for item #00711006628, lot #62456747 on the end panel; a sealed foil pouch containing a semi-spherical product with associated patient labels for item #00489405420, lot #62469098; and a torn shrink-wrap with an india label for item #00711006628, lot #62456747. There is a blue zimmer biomet carton box for an un-identified product underneath the shrink-wrap. The reported event could not be confirmed. DHR was reviewed and no discrepancies were found related to event. The likely condition of the parts when they left zimmer biomet control is considered conforming based on the DHR (device history review). The parts were produced and packed at a different manufacturing sites at least 5 days apart and there is no documented reworks, deviations, or repackaging that could have lead to a comingle. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.